Event description:
Customer reported that the pt's masimo finger probe was reading 95%. An abg was taken and the following are the test results: ph: 7.36, pco2: 48, po2: 41, hco3: 27, sao2: 73.9, o2hb: 74.3. The pt was on a ventilator with tv: 500, rr: 20, peep: 15, fio2: 100%. After gases were done, peep was increased to 17. Additional info received indicated that the pt was a (B)(6) male who weighed (B)(6). An unknown masimo sensor and cable was used. (B)(4) was not on site when the reported event occurred, and the product was not saved. A philips monitor with a mms module was used. The pt's pre-existing conditions included severe epigastric pain, hypertension, and coronary artery disease. The reported inaccurate readings occurred on (B)(6) 2014 and the pt passed away in the ICU on (B)(6) 2014. Masimo product was in use on the pt when he passed away, and medical intervention including increasing the peep to 17 was performed.

Manufacturer narrative:
Attempts for the return of the cable as well as additional info requests have been made in order to identify the cable involved in the reported event. The customer indicated that the able used for this event was discarded and the sensor lot info was not available. If new info is obtained, a follow-up report will be submitted.